Manufacturer narrative:
One sample was returned to medex for evaluation. Examination of the returned unit showed that the stopcock plug had not been fully seated into the body during assembly. The plug was fully seated during qc testing and exceeded the minimum requirements for force to pull the plug from the body. The sub-assemblies used in the MFR of this finished lot of product were assembled prior to changes were made to the automatic stopcock machines to help eliminate this issue. Medex was able to confirm this issue and determine the cause. Based on this info, medex believes that this issue had been addrssed and that no further action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The stopcock plug became unseated from the stopcock body when a blood sample was being taken.